Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure: (B)(6), other information unknown. Date of the index surgical procedure: (B)(6) 2019. On what tissue was the suture used? Unk. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Unk. What was the onset date of symptoms from the initial surgical procedure? (B)(6) 2019. How many days post-operatively was the suture removed? (B)(6) 2019 removed. Was the suture removed in the physician office? Unk. Was any re-suturing performed? Unk. Was medical intervention performed? If yes, please describe. Wet compress with alcohol gauze. Other relevant patient history/concomitant medications unk if applicable, will product be returned, return date, tracking information? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unk. What is the patient¿s current status? Unk.

Event description:
It was reported that a patient an underwent a high ligation of left indirect inguinal hernia, tension-free repair, high ligation of left varicocele procedure on (B)(6) 2019 and suture was used. On (B)(6) 2019, the patient experienced post-op inflammation at the incision site. The skin at the incision spot turned red. Alcohol gauze on the incision spot was applied and the suture was removed on (B)(6) 2019. The patient changed better now.